Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email on (B)(6) 2018 that the buttons of the insulin pump are hard to press and may have worn out. Customer also reported issues with no delivery alarms, bad battery alerts, and back light making the screen hard to see in the dark. Troubleshooting did not occur. Product will not return for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform all operating currents, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no excessive no delivery alarm, failed battery test and back light anomalies due to unresponsive button. No button error alarm during testing. (B)(4).